Event description:
It was reported that a patient underwent an unknown breast and endocrine surgery on an unknown date and drain was used. During the procedure, it was found at the time of using that there had been a hole in the drain. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk - was the broken drain removed completely from the patient? Unk - were any pieces left inside the patient? Unk - if yes, was the patient taken back to the operating room to remove the broken drain surgically? Unk - if not already removed, are there any plans in place to remove the drain from the patient? Unk - what is the current condition of the patient? Unk - could you please provide the lot number? J2402626. - could you kindly perform and document the follow-up attempt for the product return? The device has been received and will be shipped.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: product sample received for analysis. Complaint sample review: one complaint sample of drain with trocar was received for evaluation, product was inspected visually, and a deep hole was identified. Since, the silicone elastomer suction drain tubing is soft and pliable. It should not be handled or come into contact with pointed toothed, sharp-cornered, or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the drain and/or fragment retention within the wound. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.